Manufacturer narrative:
(B)(4)

Event description:
It was reported multiple noise reversions were observed on a merlin transmission. The patient is asymptomatic and is not pacemaker dependent. Noise was not reproducible with isometrics and pocket manipulation. The device sensitivity was programmed. The patient condition is fine.